Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial, large and an ar-9215-1-03 universal quick connect handle shaft broke for an ar-9231-vl-03 univers vaultlock glenoid drill guide broke. This was discovered during a tsa procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed due to the device not being returned for investigation and no photographs of the reported failure being provided. Visual evaluation of the customer-provided pictures noted an ar-9215-1-03 quick connect handle with batch number: 04512139. The customer-provided picture did not give a full view of the device and no damage was noted to the visible parts of the device. Refer to attachments. The most likely cause for the reported failure can be attributed to user error due to excessive mechanical forces being applied during use.